Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the entry guide involved with this issue and performed failure analysis testing. The entry guide was found to be broken at the weld, between the lumen shaft and entry guide frame. Visual inspection was performed and there were no obvious signs of physical damage. No missing material was observed.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the entry guide kit was separated and could not be used. A backup kit was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue was identified prior to port placement. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
The entry guide kit has been further investigated and tested by the failure analysis engineer (advanced failure analysis). The entry guide was broken at the weld and does not appear to be missing any pieces. A visual inspection did not find any obvious physical damage to the exterior of the accessory. There were no signs of impact or excessive force applied to the accessory, including cracks, dents, or abrasions. Inspection of the weld site appeared to show a portion where the accessory was not fully welded, which could lead to the two pieces of the entry guide to separate.